Event description:
Patient on datascope intraaortic balloon pump (iabp) while awaiting coronary bypass surgery. A large amount of blood was noted in the iabp tubing indicating a problem. The pump alarm had not sounded. Pump was immediately put on 'hold' and perfusionist and physician summoned to room. Pump was turned off and patient was taken to cab surgery and balloon was removed at that time. There was not a negative outcome to the pt. This is the second problem reported in recent months involving a balloon.